Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that system did not start up and there was a button problem. Upon troubleshooting, fse found that the users had torn off the micro-switches on the pcb of the console. To resolve the issue, fse replaced the geometry module. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was updated correctly.

Event description:
It was reported to philips that the system did not boot up, there was a button problem. No harm was reported to philips. Philips has started an investigation of this complaint.